Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed, the reported complaint. The control board connection was reseated to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured, prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported, that there was a malfunction. Resulting in an error. That results in a loss of mechanical ventilation. There was no patient involvement.